Event description:
Patient experienced severe burning in the brain within minutes of an MRI non-contrast. Patient informed tech. Tech stopped to suggest nerve friction without more detail and continued another quarter hour. Severe burning in pain, inflammation, central nervous system (cns) damage and fever with swollen lymph nodes; burning and deep pain continues, described as embers. Swelling and pain with head and eye movement. Sever neck pain followed. Patient suffered severe sleepiness, sweating, overall, body pain, disorientation, and lack of motivation. Emergency room (ER) - no treatment. Primary care - no treatment or relief. Patient continues to seek treatment for burns and symptoms of a traumatic brain injury (tbi).